Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was observed on the right atrial and ventricular leads. No intervention was performed at this time and no adverse consequences to the patient were noted. Further information was requested but not received. Related manufacturer reference number: (B)(4).